Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise oversensing, and this patient experienced episodes of syncope. Electrograms (egm's) were sent to boston scientific technical services (bsc ts) for review. Bsc ts discussed the episode classified as ventricular tachycardia does show noise oversensing. The type of noise was consistent with a lead issue, and most likely a lead insulation defect. When the conductor makes contact with the can or another conductor, electrode friction produces such type of noise and may inhibit pacing. In this patient, periods of ventricular asystole greater than 2 seconds were observed in the printout egms. This was caused by pacing inhibition due to noise oversensing. Bsc ts suggested detailed investigation of the ventricular lead integrity. Invasive investigation and repair, or lead replacement might be needed for this patient. Subsequently, additional information was received that this rv lead was capped and abandoned, and the associated device was explanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This rv lead will not be returned to boston scientific for laboratory analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.